Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages was cause traced to user. The adverse event caused partially or wholly by the user of the device including sample handling due to device incorrectly reprocessed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an olympus endoscopy support specialist was dispatched to perform repair reduction observation along with a facility review summary. During the observation with a colonovideoscope, the olympus ess noticed that the customer used the same rinse water to rinse multiple scopes; the rinse water was not changed between each scope and used the same channel plug (mh-944) to clean multiple scopes during manual cleaning. There was no report of patient involvement or user injury associated with this event.